Event description:
A report was received that during an explant procedure, one of the proximal contacts on the lead was crushed and the physician suspected that part of the contact was left in the patient.

Manufacturer narrative:
The explanted device will not be returned to bsn, as it was discarded by the medical facility.